Manufacturer narrative:
Summary of evaluation: evaluation results would suggest that this event is not associated with the device but rather is related to user technique.

Event description:
The rptr states the drill broke at the junction of the step during implantation of the nail. Broken portion remains in the pt. The nail was implanted without incident.